Event description:
It was reported that during preparation for use for a standard therapeutic percutaneous nephrolithotomy (pcnl) procedure, there was an error on the console of the shockpulse lithotripsy system while using the transducer (possible pins broken). The procedure was completed with a different device (soltive laser) which is much slower than the shockpulse and extended the procedure time for about 2 hours while the patient was under general anesthesia. The service engineer identified the fault might lie with the handpiece and not the unit. The customer was going to clean and test the device and back if the issue persists. No medical intervention required. No patient harm was reported.

Manufacturer narrative:
Due to no device return, the customers allegation could not be confirmed, and potential causes of the reported failure could not be determined. A device history review was unable to be performed as the serial number for the transducer was unknown. The shockpulse IFU states: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance." ; "the operator should ensure that the generator (spl-g) and all cables and all components on transducer are undamaged prior to beginning any procedure"; "it is always recommended that a spare transducer and probe assembly be available." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifier (B)(6).